Event description:
It was reported that the command guide wire was used to obtain access to the moderately calcified right superficial femoral artery (sfa) chronic total occlusion. The wire was watched while it crossed the lesion; however, it appeared that the wire entered the subintimal space [dissection]. The command wire that was then exchanged for a viperwire peripheral guidewire and orbital atherectomy was then performed. A stent was implanted to treat the dissection. The patient was stable with no complications. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) review was performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and lot number was not reported, and the device was not returned. A conclusive cause for the reported vascular dissection, and the relationship to the product, if any, cannot be determined. The treatment appears to be related to the operational context of the procedure. The reported patient effect of dissection is listed in the hi-torque guide wires for pta instructions for use as a potential adverse event associated with use of this device. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4: the UDI is not known as the part and lot number were not provided.